Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ultra2 meter read inaccurately high compared to their feelings and/or normal readings. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy issue first occurred at 8:05am on (B)(6) 2015. At this time the patient obtained a blood glucose result of ¿300mg/dl¿ on the subject meter. The patient manages their diabetes with oral medication (500mg metformin per day) as well as with diet and/or exercise and made no changes to their normal diabetes management routine as a result of the alleged product issue. The patient stated that 30-45 minutes later they developed the symptoms of ¿sweatiness and lightheaded¿, however they denied requiring any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that the correct unit of measure was set on the subject meter and the patient did not have control solution available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient claims to have obtained an inaccurately high reading on the subject meter which led to them suffering symptoms which are suggestive of serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.